Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that post implantation of an intraocular lens (iol) the patient experienced glare, halos, starbursts. Post implantation after six months the lens was replaced with other model lens.